Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). A 6.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and dilatation was completed with a different device. Subsequently, a stent was deployed and the procedure was completed. No patient complications were reported.